Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2u7lc, implanted:(B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they think there is an issue with the lead or wire or something. Patient reported they feel a nerve sensation that is painful on the left side by the sacrum area and when they move or walk it is painful. Patient stated they shut the device off for a couple hours this morning and the pain is still there. The issue has been going on since monday night and it was keeping them up at night. Patient had surgery over a month ago so they don't think it was that but they told the nurses that they had slipped and moved their back wrong. Patient said they tripped over something and ever since then the nurses have just been saying to put an ice pack on it. The doctor's office told the patient to call manufacturer first to see if everything is working p roperly. Patient reported they were able to changed programs and turn therapy off without encountering any error messages. The patient was redirected to their healthcare provider to further address the issue. Patient called back and reiterated that they had taken a fall earlier in the week and ever since the fall they have had intermittent shooting nerve spasms down their leg. The patient said that they have been trying to reach their hcp since tuesday but they couldn't see the patient anytime soon, so the patient went to urgent care and got an x ray where urgent care reported the lead may have moved ever so slightly. Patient also reported that they have tried the care suggested by urgent care including cold packs and heating pads. Patient also reported that urgent care suggested prescribing gabapentin and other medications, in which the patient mentioned that they are not comfortable with taking. Agent reopened case to email patient physician listings.